Event description:
Employee picked up pump with one hand and reached to pull plug from socket with other hand. Employee states that they received a shock. No burn noted. Employee followed up with emergency dept visit. All equipment checked by clinical engineering.